Manufacturer narrative:
MDR 3003442380-2024-00633- device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On first week of (B)(6) 2024, it was reported that five infusion sets fell off during use. Customer stated issues began the first week of (B)(6) 2024. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.